Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as there was a disconnection at the y site sampling port. Proteinaceous debris was noted within the product. Adhesive was present at the connection. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the becker evd was found to be disconnected at the y site connection. According to the report, 70% chlorhexidine was used for cleaning prior to sampling csf. Reportedly there was no injury to the patient and the patient's current status is stable.